Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the issue is most likely attributable to damage or component deterioration during handling. Other potential contributing factors include environmental conditions (such as dust, dirt, humidity, or ambient light), optical or compatibility issues, thermal stress, or electrical faults such as signal loss or circuit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the digital display segment on the panel was missing, and the flow indicator light on the front panel was also absent. There was no patient involvement. Remark: 1. Was the procedure prolonged as a result of the event? Cancellation, so we perform (B)(4), to confirm the following questions with local team: this event is a field corrective action (fca) of the company due to the potential risk of the product, and there was no malfunction actually occurred, and this event did not involve a procedure, is that correct? If there was any malfunction which has actually occurred and occurred during a procedure, please provide the details to the malfunction. No response for now, so escalate first.

Manufacturer narrative:
This supplemental report is being submitted due to comments entered in the b5 / describe event or problem field were inadvertently entered into the complaint in error. Please disregard the following text: "remark: 1. Was the procedure prolonged as a result of the event? Cancellation, so we performed dd-128002 to confirm the following questions with the local team: this event is a field corrective action (fca) of the company due to the potential risk of the product; there was no malfunction that actually occurred, and this event did not involve a procedure. Is that correct? If there was any malfunction that actually occurred during a procedure, please provide the details of the malfunction. No response at this time, so escalate first."

Event description:
During device evaluation, it was observed that the digital display segment on the panel was missing, and the flow indicator light on the front panel was also absent on the high flow insufflation unit. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the digital display segment on the panel was missing, and the flow indicator light on the front panel was also absent on the insufflation unit. Based on the investigation results, a root cause could not be identified. Based on the results of the investigation, it is likely an electronic issue led to component failure. This report was sent in error as the field corrective action would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.